Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tubing of the set disconnected from the pip of the chamber. Further visual inspection revealed that the set was under inserted inside the chamber¿s pip. The reported condition was verified. The cause of the condition was determined to be improper assembly during manufacturing. A CAPA has been opened to address this issue. A new chamber will be validated in order to ensure strong bonding, even in the case of under insertion, between the pip of the chamber and the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flogard IV solution administration set disconnected from the chamber during priming with normal saline. There was no patient involvement. No additional information is available.